Event description:
It was reported that the user experienced a prolonged low blood glucose while using a dexcom g7 with the ilet, after an unannounced snack led to elevated glucose and subsequent automated corrections, followed by physical activity, culminating in hypoglycemia overnight; the pump provided a low alert and the user treated with lemonade and food per guidance. Symptoms included hypoglycemia with diaphoresis and shaking/tremors. Outcomes included unexpected medication required and a serious injury/illness/impairment event. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface, consistent with missed or mistimed meal announcement and exercise without adjustment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.